Manufacturer narrative:
Product complaint # : (B)(4). D4-the device catalog number is unknown; therefore, UDI is unavailable. E3 initial reporter occupation: lawyer. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Update ad 01 and (B)(6) 2023: on (B)(6) 2021, patient received a right attune tka to treat severe djd. The patella was resurfaced, and unk cement was utilized. The procedure was completed without complications. Clinic note (B)(6) 2021: patient presents with right knee pain, swelling, reduced range of motion, and sensation of clunking. Bone scan reveal signs of loosening of the tibial tray. The patient is referred to a revision specialist and an aspiration is performed to test the synovial fluid for bacterial or fungal infection. The test results returned on (B)(6) 2021 were negative for bacterial or fungal infection. This aspiration is the initial treatment and test associated with the eventual revision. On (B)(6) 2022, patient presents to revision specialist with right knee pain, swelling, and mild laxity after a fall. X-rays confirm the signs of tibial tray loosening and possible patellar maltracking secondary to the knee instability. The patient is referred for a revision of the right knee. On (B)(6) 2022, patient received a right knee revision to treat pain, swelling, joint instability, and reduced range of motion. Upon entering the joint, synovitis and adhesions were debrided and a large effusion was evacuated. The tibial insert was pitted and showed signs of excessive wear. The tibial tray was grossly loose and debonded at the cement to implant interface and revised. The patella was well-fixed and retained. The surgeon notes that there patellar maltracking was associated with the loosened tibial tray and varus/valgus laxity combined with the excessive insert wear and not a failure of the patella. The surgical notes do not mention the femoral component, though it is known to be revised as the surgical notes identify a competitor femoral component was implanted. The patient received a competitor revision construct. The procedure was completed without complications. Doi: (B)(6) 2021. Dor:(B)(6) 2022. Right knee.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: according to the information received, "update ad 01 and 08 september 2023: on (B)(6) 2021, patient received a right attune tka to treat severe djd. The patella was resurfaced, and unk cement was utilized. The procedure was completed without complications. Clinic note on (B)(6) 2021: patient presents with right knee pain, swelling, reduced range of motion, and sensation of clunking. Bone scan reveal signs of loosening of the tibial tray. The patient is referred to a revision specialist and an aspiration is performed to test the synovial fluid for bacterial or fungal infection. The test results returned on (B)(6) 2021 were negative for bacterial or fungal infection. This aspiration is the initial treatment and test associated with the eventual revision. On (B)(6) 2022, patient presents to revision specialist with right knee pain, swelling, and mild laxity after a fall. X-rays confirm the signs of tibial tray loosening and possible patellar maltracking secondary to the knee instability. The patient is referred for a revision of the right knee. On (B)(6) 2022, patient received a right knee revision to treat pain, swelling, joint instability, and reduced range of motion. Upon entering the joint, synovitis and adhesions were debrided and a large effusion was evacuated. The tibial insert was pitted and showed signs of excessive wear. The tibial tray was grossly loose and debonded at the cement to implant interface and revised. The patella was well-fixed and retained. The surgeon notes that there patellar maltracking was associated with the loosened tibial tray and varus/valgus laxity combined with the excessive insert wear and not a failure of the patella. The surgical notes do not mention the femoral component, though it is known to be revised as the surgical notes identify a competitor femoral component was implanted. The patient received a competitor revision construct. The procedure was completed without complications. Doi: on (B)(6) 2021, dor: on (B)(6) 2022, right knee." The product was not returned to depuy synthes, however photos were provided for review. The device associated with this report was not returned to depuy synthes for evaluation. The photographs attached were reviewed, however the image quality is poor and no observations pertaining to the nature of the reported event could be identified. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the photographs attached are insufficient to draw a conclusion about the reported event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b3. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: d10 concomitant.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthese joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records were received: on (B)(6) 2021, the patient had a right total knee replacement to address pain and degenerative joint disease. On (B)(6) 2021 medical records note the patient has a clunk and pain in the lateral aspect of the right knee. The patient was also noted to have an effusion of right knee. The impression is a loose body in the right knee. The patient had an aspiration of the knee that removed fluid to be tested for culture and sensitivity. On (B)(6) 2022 medical records note the patient had pain in the right knee and felt the right knee was ¿pulling apart¿ patella was irritable with manipulation but not grossly unstable. (B)(6) 2022 medical record knee pain status right tkra. Bone scan showed uptake on all 3 phases within the femoral component of the right knee arthroplasty. On (B)(6) 2022 medical records note the patient had instability of internal right knee prosthesis and pain. Synovitis and tenosynovitis right lower leg. The operative note states that the patient had a revision right total knee arthroplasty to address pain, laxity, and patellar tilt (mal-tracking) of the right total knee arthroplasty. During the procedure, the surgeon reported finding synovitis, some laxity, patellar tilt and polyethylene wear, and pitting of the insert. The surgeon removed scar tissue from around the patellar component but retained the previously implanted patella. The implants that were implanted during this procedure are competitor products, including competitor cement.

Event description:
Medical records under file (B)(4) ad (B)(6) 2024 were reviewed by clinician. Dh bone scan (B)(6) 2022 reports uptake on all 3 phases within the femoral component of the right knee arthroplasty may suggest some degree of loosening. The patient was reported to have pain, laxity, and patellar mal tracking in right total knee on (B)(6) 2022, the patient had a revision right total knee arthroplasty to address instability, laxity, patellar tilt, pain, synovitis, tenosynovitis, and polyethylene wear and pitting. Competitor components were implanted during this procedure. On (B)(6) 2023, the patient had an arthroscopic scar/fibrosis excision, right knee to address snapping scar tissue, status post revision. The patient had palpable and audible snapping in flexion with a band appearing to snap on the lateral aspect of the patella with some pain. No components were revised. (No pc required as only competitor products are currently implanted).

Manufacturer narrative:
Product complaint # ==> (B)(4) investigation summary ==> update ad (B)(6) 2023: on march 02, 2021, patient received a right attune tka to treat severe djd. The patella was resurfaced, and unk cement was utilized. The procedure was completed without complications. Clinic note (B)(6) 2021: patient presents with right knee pain, swelling, reduced range of motion, and sensation of clunking. Bone scan reveal signs of loosening of the tibial tray. The patient is referred to a revision specialist and an aspiration is performed to test the synovial fluid for bacterial or fungal infection. The test results returned on (B)(6) 2021 were negative for bacterial or fungal infection. This aspiration is the initial treatment and test associated with the eventual revision. On (B)(6) 2022, patient presents to revision specialist with right knee pain, swelling, and mild laxity after a fall. X-rays confirm the signs of tibial tray loosening and possible patellar maltracking secondary to the knee instability. The patient is referred for a revision of the right knee. On (B)(6) 2022, patient received a right knee revision to treat pain, swelling, joint instability, and reduced range of motion. Upon entering the joint, synovitis and adhesions were debrided and a large effusion was evacuated. The tibial insert was pitted and showed signs of excessive wear. The tibial tray was grossly loose and debonded at the cement to implant interface and revised. The patella was well-fixed and retained. The surgeon notes that there patellar maltracking was associated with the loosened tibial tray and varus/valgus laxity combined with the excessive insert wear and not a failure of the patella. The surgical notes do not mention the femoral component, though it is known to be revised as the surgical notes identify a competitor femoral component was implanted. The patient received a competitor revision construct. The procedure was completed without complications. Doi: (B)(6) 2021 dor: (B)(6) 2022 right knee the product was not returned to depuy synthes, however photos were provided for review. See attachment ((B)(4) _x-ray_images-received (B)(6) 2024, (B)(4) _x-ray_images-received (B)(6) 2024, (B)(4) _x-ray_images-received (B)(6) 2024, (B)(4) _x-ray_images-received (B)(6) 2024). The x-ray investigation found that there was no damage or defects with the attune cr rp insrt sz 7 5mm. All available x-rays were reviewed, and no evidence of bearing wear, or anything indicative of a device nonconformance was found. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the observed condition of the attune cr rp insrt sz 7 5mm would not contribute to the complained device issue. Based on the investigation findings, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.ivities. Device history lot ==> a manufacturing record evaluation was performed for the finished device 151630705/8674735 number was manufactured on (B)(6) 2017. (B)(4) parts were manufactured per specification and all raw materials met specification device history review ==> a manufacturing record evaluation was performed for the finished device 151630705/8674735 number was manufactured on (B)(6) 2017. (B)(4) parts were manufactured per specification and all raw materials met specification added: b5.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.